Event description:
The patient reported that they had a dye study done at the clinic, and the dye went all the way up to the spine and stopped. They went to neuroscience for a pump study over a three day period and all of the dye stayed in the pump. The patient stated they believed that the catheter was the culprit because it was now thirteen years old and had been spliced to be made longer. The patient stated that they lost what seemed like all of their relief that they used to get from the pump. They were still on 60 mg of methadone a day and 60 mg of norco for severe headaches. The patient stated that three days after their implant everything came back to life as far as their pain. They had the pain going on three years now. The patient stated they knew the catheter was shot. The patient stated their progress notes said per their doctor that they were certain the medication was going to the wrong spot. The patient was referred to another center which concluded that their complaint about the catheter was a legitimate one and it should be taken care of right away. The professor of the clinic said that the patient¿s diagnoses did warrant the use of intrathecal opioids because their pain was so widespread. The patient stated that recently the numbers on the pump had been off on refills. The last time there was supposed to be 3 ml left in the pump and 9 ml were taken out. Then they could only get 30 ml to go back in. The patient stated ¿that meant the pump had 19 ml in it when they got there¿. The patient stated the same thing happened again last week, and there was 20 ml still in the pump. The patient told their healthcare provider (hcp) that the only relief they were getting was from the oral medications. The hcp turned the pump down from 18.9 to 14.9 mg/day (or 23%) and they could not tell anything had been done at all. The patient stated that with their old pump they never had to go above 13 mg a day. The patient stated that they wanted their catheter out. The patient stated they were in so much pain they ¿believed their organs were being affected¿ and they ¿felt like they were going to die¿. The medication infused was not provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, lot# j10823r40, implanted: (B)(6) 2001, product type: catheter. (B)(4).